Event description:
It was reported that the patient's device triggered a lead integrity alert (lia). The right ventricular (rv) lead exhibited impedance spikes and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.